Manufacturer narrative:
Investigation results were made available. As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer gmbh winterthur legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer gmbh never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer gmbh as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend has been identified. Event description: it was reported that the product was implanted on an unknown date and revised on (B)(6) 2019 due to pain and implant fracture. Review of received data: - one photograph of the explanted revitan stem has been received. The stem lies visually clean on a table. The proximal revitan component has a mounted metal head and is separated from the distal revitan component. The pin from the distal revitan component fractured between the proximal and the distal component. The fracture line is not perpendicular to the stem axis but slightly inclined (oblique). Scratches can be seen on the flanges of the distal revitan component. Otherwise, nothing distinct visible due to insufficient image quality. - one undated pelvis overview x-ray has been received. The image quality is low as the image is pixilated. The image shows a left total hip arthroplasty (tha). There seems to be a small horizontal displacement of the proximal component in lateral direction compared to the distal component. A gap between the components is not visible. Neither is a tilting of the proximal component visible. Devices analysis: - no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - all involved devices are intended for treatment. - the compatibility check could not be performed due to missing product identifications. - DHR review could not be performed due to missing product identifications. Conclusion summary: zimmer biomet nederlands b.v. Received a written claim from the patient's legal counsel. The claim refers to multiple surgery dates between 2006 and 2009 (no specific dates) involving zimmer biomet products. In 2017 patient was treated due to complaints (pain) concerning the left hip stating these complaints came all of a sudden. Due to unknown cause it was decided to revise the patient and it was determined that the hip stem was fractured. The received photograph of the explanted stem shows a pin fracture. Due to low image quality a detailed evaluation was not possible. No device was returned for evaluation. In addition, due to unknown product identifications, it was not possible to review the manufacturing documentation, the product history and the product compatibility. A detailed investigation could not be performed, nevertheless based on the given information a non-conformance or a complaint out of box (coob) was not identified. Based on the provided photograph the reported stem fracture can be confirmed, nevertheless due to significant lack of information an exact root cause could not be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation completed.

Manufacturer narrative:
Concomitant medical product: revitan proximal stem hip impl win gen; part#unknown; lot#unknown. Therapy date: (B)(6) 2019. X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
The product was implanted on left side and revised due to pain and implant fracture.

Manufacturer narrative:
Investigation results were made available. Event description: event summary: it was reported that the product was implanted on the left side on an unknown date in 2009 and revised on (B)(6) 2019 due to pain and implant fracture. Review of received data: a letter, dated 09 october 2019, from (B)(6) from (B)(6) states that the hip prosthesis was placed in 2009. One photograph (image in a word file) of the explanted revitan stem has been received. The stem lies visually clean on a table. The proximal revitan component has a mounted metal head and is separated from the distal revitan component. The pin from the distal revitan component fractured between the proximal and the distal component. The fracture line is not perpendicular to the stem axis but slightly inclined (oblique). Scratches can be seen on the flanges of the distal revitan component. Otherwise, nothing distinct visible due to insufficient image quality. One undated pelvis overview x-ray (image in a word file) has been received. The image quality is low as the image is pixelated. The image shows a left total hip arthroplasty (tha). There seems to be a small horizontal displacement of the proximal component in lateral direction compared to the distal component. A gap between the components is not visible. Neither is a tilting of the proximal component visible. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: zimmer biomet nederland b.v. Received a written claim from the patient's legal counsel. The claim refers to multiple surgery dates between 2006 and 2009 (no specific dates) involving zimmer biomet products. However, the complained revitan component was manufactured in january 2008 and according to the letter written by (B)(6) from the (B)(6) the implantation of the revitan stem was in 2009. Therefore, surgeries before implantation in 2009 do not refer the complained device. In 2017, the patient was treated due to complaints (pain) concerning the left hip stating these complaints came all of a sudden. Due to unknown cause it was decided to revise the patient and it was determined that the hip stem was fractured. The received photograph of the explanted stem shows a pin fracture. Due to low image quality a detailed evaluation was not possible. No device was returned for evaluation. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the provided photograph the reported stem fracture can be confirmed, nevertheless due to significant lack of information and the unavailability of the involved products an exact root cause could not be identified. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been updated.

Event description:
The product was implanted on left side and revised due to pain and implant fracture.

Manufacturer narrative:
Additional information which was received on dec 10, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Medical product: cocr head 32/+4 'l' 12/14; catalog no#: 14320720; lot#: 2398768 revitanâ®, proximal part, conical, uncemented, 75, taper 12/14; catalog no#: 01.00401.075; lot#: 2476123 durasulâ®, alpha insert, gg/32; catalog no#: 01.00013.407; lot#: 2468363 allofit alloclassic shl 48/gg; catalog no#: 00-0000-042-43; lot#: 2473630 the manufacturer received product labels, surgical report and legal letter (dossier number gle.2.19.048974) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
It has been realized that this case is a double entry. The incident is already reported with 0009613350-2019-00382. Therefore this MDR is obsolete. Please invalidate the case from your system. Zimmer¿s reference number of this file is (B)(4).